Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the event involved "a female patient. The patient was operated on for a CABG. Sternum was already closed when the patients' pressures dropped and condition became unstable. The surgeon inserted a sheath via the left femoral artery and then the iab. This was a successful insertion. As they wanted to initiate pumping the purge alarm went off." "They switched pump off and on and tried again to initiate pumping and all the possible causes for the purge failure were attended to. It gave purge failure alarms every time they wanted to start pumping. In the mean time the patient had a cardiac arrest and they used the defibrillator and had to do external cardiac massage. The decision was made to use another iab pump and this time the pumping could be initiated successfully. The patient's condition deteriorated so badly that the surgeon had to reopen the chest and she had to insert an lvad to support the patient. The patient was fully resuscitated and is still in the ICU on an acat 1 and lvad. Plan is to remove the lvad by today (7/23/2007). The sales rep went to check the pump. First she put it in internal trigger mode with 0.5cc volume and her thumb over the hole. It would not pump, gave purge failure 5 alarm, then she switched the pump off and tried again and purge failure 3 alarm occurred this time. She then used a piece of tubing, tied off close to the blue connection with blue connector and volume 2cc and pumped in internal trigger mode and it worked this time. There was a helium waveform and no alarms sounded. The pump has not been in use, prior to this patient for approximately three to four weeks. The field service technician was notified and has been to test the pump today, and it is working now." Strips were generated however they were not kept by the hospital. Only the test strips are available. Field service report: technician did a full check on the intra-aortic balloon pump, autocat2, and it operated well. There was no purge or other alarms during the multiple start/stop operations. No fault was found on the machine.